Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "mis-drilling occurred when drilling into the distal screw hole. The accuracy of the target device was checked after surgery, and no problems were found."